Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure the active blade of the device broke off. It was unknown whether it fell into the patient. The procedure was completed using a covidien device. There were no patient consequences reported.